Event description:
Report received via annual device tracking survey of explant of device system due to infection-epidural and at pocket site. Pt symptoms included persistent drainage at incision sites. System explanted. Pt treated with debridement x2 and inpatient administration of IV antibiotics. Pt treated by infection control physician. Infection resolved - no neuro deficit.